Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that prior to use foreign matter was discovered with a bd vacutainer® k2e 10.8 mg plus blood collection tubes. The following information was provided by the initial reporter, translated from (B)(6) to english: the customer reported that a dirty tube was found.